Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering insulin as intended. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer's blood glucose level was 400 mg/dl.